Manufacturer narrative:
The device was received for evaluation. The visual inspection was performed and observed that the blue key broke and stuck in the slide clamp. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The mechanism requires replacement due to fluid residue, to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had blue key stuck in "loading point#2". This occurred during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.